Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the noise/oversensing was noted on a high rate non-sustained episode. The clinician indicated the episode correlated with an operation the patient had on that date. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.